Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. A critical ram parity error occurred in address 1870 on (B)(6) 2016. Power on reset (por) severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that during an operation under magnet application, a power on reset (por) occurred on the implantable pulse generator (ipg) and consequently reset. It was noted that the parameters were unchanged. The ipg remains in use. No patient complications have been reported as a result of this event.